Event description:
Patient was revised to address dislocation. It was reported that the cup was removed to implant a new one in better position; however, the patient was still unstable due to soft tissue laxity.

Manufacturer narrative:
The devices and x-rays associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and product/lot codes required were unavailable. Provided information states the patient has a dislocating right total hip. A new cup was implanted in a better position but was still unstable due to the patients soft tissue laxity. Therefore the only option was to constrain the liner while using the longest head possible. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.